Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was just admitted. The patient presented with intractable rectal pain and the hcp (healthcare provider) suspected that the pump might not be working. The device system was delivering baclofen and dilaudid. Additional information has been requested, but it was not available as of the date of this report.